Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a under delivery anomaly. Customer stated they had rewind and reprime insulin pump on one occurrence because insulin pump do not send insulin through line. Insulin pump also received a stuck button alarm. Customer was able to clear the alarm after troubleshooting and the buttons were responding. Customer reported dust particles and cloudiness under screen, crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump had a under delivery anomaly. Customer stated they had rewind and reprime insulin pump on one occurrence because insulin pump do not send insulin through line. Insulin pump also received a stuck button alarm. Customer was able to clear the alarm after troubleshooting and the buttons were responding. Customer reported dust particles and cloudiness under screen, crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.